Event description:
During a hemorrhoid procedure, the device would cut but stapled partially. Hemi-circumferential staple. Stapler aren't totally closed. Traditional surgical cure was how the case was completed.